Event description:
At 1715 I walked into the patient room when I checked my lines. The pump for my fluids (d10 1/2ns + 40meq kcl) were turned off (the entire pump was off). I immediately started the fluids and then checked a blood sugar soon after. The patient blood sugar was stable. The resident was notified, and q1 bg were ordered for 1900 and 2000. If stable return to q2 bg after that. After this the charge rn, fellow and attending were all notified. Pump y024666. Manufacturer response for IV pump, single line pump (per site reporter) ongoing issue with baxter pumps.